Event description:
In january 2005, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. The reported incident involved a chondroplasty/debridement procedure performed in 2004 in which it was reported the patient sustained a secondary burn, 6 cm x 4 cm. The burn required a skin graft and dressing. It was also reported the hospital did not attach the suction tube to the wand as prescribed in the instructions for use during the procedure.